Event description:
New etq created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint- litigation alleged the patient suffered pain, discomfort and increased immobility as a result of the implanted asr hip. Update (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(4) 2013 - sales rep reported revision surgery. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2014. Update rec¿d (B)(4) 2014 - medical records received. Upon revision, excessive effusion, dullish gray synovium, a fibrous layer of tissue between the cup and acetabulum and corrosion at the taper were noted. The srom stem and sleeve are being added to the complaint. Since the corrosion was at the taper only, the srom sleeve is not being added. Stem remained in situ. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.